Event description:
Guide wire broke-off into patient's coronary artery and could not be retrieved after numerous attempts.====================== manufacturer response for guide wire======================I have not received feedback yet.